Manufacturer narrative:
On 18-feb-2026, a company representative - service personnel contacted technical service to report that or table trusystem 7000 u (dv) (product code 1723633, serial number (B)(6)), had an issue, customer alleged that the table functions stopped working. On button flashing green, column keypad not working. Remotes not working. Patient on table in trend mode. Tried general reset several times. Tried emergency override and powered off table several times with no change. Changed remote port but could not connect to the robot and operate table. Requesting service. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter. The trusystem 7000 operating table is intended for the following use: ¿ patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. ¿ task-related patient transfer within the operating theatre. ¿ for applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. A technician inspected the table at the customer's site. It was determined that no connection to the table was possible. The motor controller and the communication controller were replaced. Since the error persisted, the table was sent back to batesville. The affected table was sent to batesville for further analysis. During the analysis, it was determined that there was fluid in the column and in the motors. This likely caused a malfunction in the circuit boards and motors, which in turn most likely led to the described error.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that during surgical procedure, or table trusystem 7000 u (dv) was unable to be activating. No operation was possible from the remote control and the column keypad. User tried emergency override and powered off table several times with no change. There was no injury, death, or procedural delay reported with this event.